Manufacturer narrative:
The full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that during a lead implant attempt the pin was not stable, loose, and appeared to be broken. A new lead was implanted with success. No patient complications have been reported as a result of this event.